Event description:
It was reported the patient was experiencing overstimulation near her scs ipg site. The patient has requested a full system explant which is planned for a later date. The exact reason for explant is unknown to the manufacturer at this time. The patient is also reportedly experiencing muscle spasms with stim on and off (reference MFR. Report #1627487-2015-06194).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.